Manufacturer narrative:
.

Event description:
The customer reported to agfa on (B)(6) 2015 that they discovered on (B)(6) 2015, cardio echo results from their agfa system processed unsuccessfully into their epic system. Reports at the time of physician signature were correct, but the impax cv 12.1 demographics manager did not produce the correct pdf reports. Agfa cardio technical support configured an auto correction on agfa report and the system performed better. At this time, agfa's initial risk management process and evaluation of severity/frequency rating did not result in cfr part 803 reporting. Agfa technical support proceeded and changed the stored procedure that demographics manager uses and restarted demographics manager. All pdf reports outlined by the customer were reviewed and corrected. On (B)(6) 2015, after monitoring the system, further review and reprocessing of reports, agfa technical support determined some reports still contained inaccurate data due to how demographics manager processes updates. Agfa technical support executed a cleanup of problem accession numbers so the demographics manager would process updates and start the outbound process to recreate pdf reports. On (B)(6) 2015, a second complaint was received from a different customer, resulting in availability of further information used for re-assessment of risk in relation to the event described in this MDR report. The risk re-assessment resulted in a rating of vigilance reporting, and agfa is using the (B)(6) 2015 date as the date of awareness for the event that occurred on (B)(6) 2015. The root cause has been identified as a product defect within the demographics manager component of impax cv 12.1. Demographics manager must be enabled for this situation to occur. A polling timer within (dm) calls a function. This function processes the dm work. The function does a self-check to see if it is already busy before it starts processing the next set of work. If it is already busy, it skips the work but sets itself to "not busy" which is wrong because it is in fact "busy". This defect then is that the function sets itself to "not busy" when in fact it is "busy". The consequence of this is that the next time the polling timer calls the function, the function self-check comes back as "not busy" (which is wrong) and if it is in the middle of processing a report, that work will be stopped, the new work will be started, and the processing may have some objects populated with another report's data. Agfa solution development is underway and a correction will be implemented for this issue. There has been no reported patient harm for this event.

Manufacturer narrative:
Date of event was corrected from (B)(6) 2015. Date received by manufacturer was corrected from 03/09/2015 to 04/20/2015.

Event description:
We are reporting this supplemental report on october 11, 2016. After an FDA inspection, conducted at one of our agfa sites, and the inspection closed on september 29, 2016, we realized the date of event and date received by manufacturer for this MDR 1225058-2015-14119 were incorrect. This supplement report #2 is being submitted to provide the corrections for the date of the event and the date received by manufacturer.

Event description:
Root cause as a product defect within the demographics manager component of impax cv. However, the patient demographic data may change after the report is signed and this new information should be reflected in those previously-signed system reports. The demographics manager updates previously signed reports (xml and pdf files) with the revised patient demographics information and resends the information to the proper external systems. The demographics manager is able to revise the reports without having physicians re-sign their previously signed reports. The demographics manager service will always regenerate the pdfs of all signed reports for a patient and/or study. The archive versions of the report are the two copies of xml files located on the report storage server and the backup server. A product defect in the demographics manager code may cause some reporting objects to be populated with another report's data causing misattribution. Under normal configuration/operation, the dm service finishes the demographic updates within a 120 second window. If however a large number of jobs are queued up and they do not finish processing within the 120 second window, misattribution may occur. On september 1, 2015, agfa implemented a correction via agfa ID - rrc 15-003 (1225058-09-01-2015-001-c) mandatory service bulletins have been released to provide documentation on how to deploy the correction for demographics manager (dm) for sites with impax cv 7.8.x and cv12 12.2.su1 and su2 installed.